Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 600cc mentor memorygel breast implant is believed to have been sold through a social network site, outside approved distribution location. The original purchasing account was traced to (B)(6), and the listed implant was being offered for sale or was sold in (B)(6). At this point, mentor can no longer vouch for the chain of custody or verify the product hasn't been compromised. Diversion creates a risk to patient safety and quality because by its nature, the product is coming from questionable sources that are not authorized by j&j and are outside of a controlled supply chain.